Event description:
On 01-09-08, a home pt (hp) contacted baxter technical svs regarding being stuck in day drain all night and stated her transfer set became separated from the catheter end the previous night. The hp's nurse was contacted and stated that the hp had been diagnosed with peritonitis the same day, but was not hospitalized. The hp had a previous peritonitis event in 2007. The hp's symptom was abdominal pain. The hp has not yet recovered from this peritonitis event, but was asymptomatic and has a final cell count and culture scheduled for the next week. The hp had a cell count and differential performed in 2008 with results unk by the nurse. The hp also had a culture performed on the same day, which grew staphylococcus (species unk by nurse). The hp was treated with vancomycin intra peritoneal, (ip) 2.0 grams weekly for fifteen days. Per the nurse, the root cause of the peritonitis was the hp's transfer set becoming disconnected from the catheter end, and the hp then reconnecting the transfer set, (break in aseptic procedure). No other info available at this time.

Manufacturer narrative:
No sample was returned to baxter for eval. However, the mfg facility has been made aware of this report and a batch history review was requested. According to the nurse break in the aseptic procedure contributed to this event. Reportedly, the home pt has been retrained and reeducated. Baxter will continue to monitor similar reports for possible trend. Should significant info becomes available a f/u report will be submitted.